Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown if patient was involved, information not available for reporting. Additional product codes: hxx,gxl device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. A service & repair evaluation/review was attempted; no service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed no lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hole where the battery hooks into a power driver appeared to have dried blood on it. The facility is wanting to know how to clean it properly ¿considered a risk for patient safety. When putting the device back together this was noticed. This was discovered after use in a craniotomy on (B)(6) 2017, while the device was being re-assembled. There is no known adverse effect to the case or the patient. Identified on (B)(6) 2017, after the case was over and the device was being cleaned and re-wrapped. There is no additional information available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).